Event description:
It was reported to boston scientific corp in late 2008 that a stonetome stone removal device was used during an endoscopic sphincterotomy procedure. According to the complainant, the stonetome stone removal device was used to cut the pappila while performing a stone retrieval procedure. When a second cut was attempted, the operator was unable to bow the device. The procedure was completed with another stonetome stone removal device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Other: wire will not bow. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.